Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient suffers from elevated, if not toxic, levels of cobalt and chromium metal ions in her bloodstream due to her implant. Patient has undergone two separate blood tests revealing cobalt levels at 11.0 and 9.4, and chromium levels of 6.3 and 6.0. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and high metal ion levels.

Event description:
Litigation papers allege the pt suffers from elevated, if not toxic, levels of cobalt and chromium metal ions in her bloodstream due to her implant. Pt has undergone two separate blood tests revealing cobalt levels at 11.0 and 9.4, and chromium levels of 6.3 and 6.0.